Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an inoperable keypad was observed ("ok" key). Service evaluation verified an inoperable keypad was observed ("ok" key). The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed an inoperable keypad was observed ("ok" key). There was no patient involvement. No additional information is available.  T here was no patient involvement. No additional information is available.